Event description:
The user stated she was seeing high bicarbonate results that repeated normal on the 911 analyzer. The user provided results from three pt samples. All results are in mmol per l. Sample 1 initial result was 42.3, repeat result was 25.8. Sample 2 initial result was 49.9, repeat result was 28.3. Sample 3 initial result was 42.5, repeat result was 26.1. No pt results were sent out and no pts were adversely affected. No other assays were affected. The field service rep determined there was a misadjusted r1 probe and adjusted and realigned it. To verify the analyzer operation, he observed the operation with no errors and performed calibration, qc and a precision test.